Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had no audio output. The patient experienced a seizure and fell to bathroom floor. She was found by her partner and was smacking her head and hands on the floor. She was given orange juice and food to increase her bg. Her cgm/blood glucose (bg) values at the time of the event were not provided. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.